Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced difficulty when filling multiple cartridges. Reportedly, once the needle is removed, the user is able to expel insulin without any issues. The customer reported blood glucose (bg) level ranged from the 200-300's (mg/dl). The bg level was addressed with a correction bolus via the pump.